Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had received a no delivery alarm. The customer¿s blood glucose level was 600+ mg/dl. The customer¿s current blood glucose is 600+ mg/dl now. Troubleshooting was performed for no delivery alarm and noticed the insulin exited. Advised to change the entire system. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.